Event description:
It was reported on 28aug2022, the junction between luer-hub (pink) and the extension line were leaking. A new set was changed, and no patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on 28aug2022, the junction between luer-hub (pink) and the extension line were leaking. A new set was changed, and no patient harm was reported.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for investigation. Evidence of use was observed. The catheter appeared intentionally severed. Visual inspection revealed the distal extension line contained a hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The total length of the catheter body pieces measured to be 3/4" and 15 3/4", totaling 16", which is within the specification of 15 3/4" - 16" per product drawing. The outer diameter of the distal lumen measured to be 0.09554" which is within specifications of 0.093"-0.097" per product drawing. The inner diameter of the distal lumen measured to be 0.057", which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Water leaked out of the hole in the distal line. A manual tug test confirmed the proximal luer hub was secure to its extension line. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 28aug2022, the junction between luer-hub (pink) and the extension line were leaking. A new set was changed, and no patient harm was reported.